Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin stuck in the patient cable was able to be confirmed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a broken pin that was stuck in the white power lead of the controller making it difficult to secure the collect nut. Related MFR # for the controller: 2916596-2023-03001.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin stuck in the patient cable was able to be confirmed. The mpu (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days (11may2023 ¿ 12may2023, 02jun2023 per timestamp). The driveline was disconnected on 12may2023 at 12:36:21 and the controller was shut down at 12:36:56. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The patient cable was replaced and the mpu underwent functional testing. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. The mpu functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6) was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.